Manufacturer narrative:
(B)(4)

Event description:
It was reported "a midline catheter was inserted without complications, a single puncture, and after 1 hour a leak was observed through the proximal lumen. This is associated with the length of the device, since it is 15 cm and its tip does not remain in the subclavian vein. Irrigation was performed with a 10 ml prefilled syringe on several occasions, and a leak was observed when irrigating the catheter." Another catheter was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Event description:
It was reported "a midline catheter was inserted without complications, a single pincture, and after 1 hour a leak was observed through the proximal lumen. This is associated with the length of the device, since it is 15 cm and its tip does not remain in the subclavian vein. Irrigation was performed with a 10 ml prefilled syringe on several occasions, and a leak was observed when irrigating the catheter." Another catheter was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.